Event description:
During device evaluation, it was found that the colonovideoscope had white foreign material in the air/water channel. There was no patient involvement in this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, the material inside the air/water channel could not be identified. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from scope connector. The event can be detected/prevented by following the instructions for use (IFU) which state: -detection methods are written in instructions for use: pcf-190 series operation manual: chapter 3 preparation and inspection. -prevention measures are written in instructions for use: pcf-190 series reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.